Manufacturer narrative:
H3 other text : customer refuses service from philips.

Event description:
The customer reported that the sector are dark and the alarm does not sound from the device. The device was in use at time of event, there was no adverse event reported. Philips contacted the customer for service, but the repair was refused by the customer. The cause remains unknown.

Event description:
The customer reported that the sector are dark and the alarm does not sound from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).